Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018; (B)(4) (rep): information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient woke up on (B)(6) 2018 with excruciating pain at the pocket site. The pain was considered sudden. An x-ray was taken. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the x-ray results looked normal and there was no issue found with the device. Upon examination, the hcp concluded that the patient had aggravated some arthritis in her back and that was the source of the pain. Everything with the stimulator looked normal. The rep was able to reprogram the patient¿s stimulation to cover more of her back pain. The patient was going to continue to follow up with her doctor. No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.